Event description:
Litigation papers received. Papers allege patient suffers from pain, discomfort and stiffness. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2015 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The stem and sleeve are now being added to the complaint. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).